Event description:
The customer reported that she wore a pod "that allowed for high bg readings"; high readings from 282 - greater than 500 mg/dl were experienced over the course of two days. As a result, she went to the ER where a manual insulin injection was administered. Her bgs gradually lowered during her second day at the hospital; she was released on the third day. She reported that a kink was seen in the cannula, though the pod did not initiate an alarm. The pod will not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." The user guide also suggests that the pt always carry extra supplies in case of an emergency.